Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in madrid, spain. Through follow-up communication livanova learned the following information: sink water has been tested, however analysis results are pending; 3t device is cleaned periodically according to the instructions for use; only disposable gloves are used for the hc3t device during cleaning; the hospital dies nit use patient reusable blankets; water quality monitoring is not applied and h2o2 is not checked; when the device is not in use, it is stored full of water, since it is used every day. If an emergency arises, the customer do not have time to fill it. If stored full, h2o2 is not monitored daily; h2o2 is not added when the water in the tanks is changed (every 7 days); a disposable pall-aquasafe water filter with 0.2 ¿m membrane used for tap water or a filter of equivalent performance is used at each filling; before initial operation and before storing the heater-cooler, its surfaces and water circuits are disinfected; 3t aerosol collection set is replaced after the permitted use period (7 days); hc 3t blue field tube kit is replaced with the heater-cooler each year; the device is placed inside the operating room, with the fan against the patient, at an estimated distance between the surgical field and the device of four (4) meters. H2o2 is not added when the water in the tanks is changed and 3t is stored full of water without monitoring h2o2 daily when not in use are not in accordance with device instructions for use. These deviations may have led/contributed to the reported contamination.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
A device service history review was performed and identified that no similar events were reported for the unit since its installation in 2021. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.